Event description:
Reportable based on analysis revealing stent damage, completed on (B)(6) 2013. It was reported that during a coronary stenting treatment procedure, crossing difficulty occurred. The lesion was located in the left anterior descending artery the 2.75mm x 38mm promus element stent delivery system was advanced but would not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified proximal damage. Struts on the first row on the proximal end of the stent were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).